Event description:
Pt underwent spinal fusion procedure on 5/13/92. On 5/18/92 she was returned to the operating room for exploration of wound and closure of cerebrospinal fluid leak, secondary to previous post operative pseudomeningocele. On 5/12/93 pt underwent revision surgery with removal of internal fixation from l4 to sacrum. Pt had a pseudoarthrosis. Instrumentation was replaced.